Event description:
Plaintiff alleges suffering from severe and irreversible type-I latex allergy as a result of continued and repeated use of latex gloves. She alleges suffering from hand sores, hives, dermatitis, runny eyes and nose and other physical injuries, as well as loss of enjoyment of life and loss and depreciation of her earnings. Plaintiff's children alleges loss of consortium of their mother. Plaintiff's husband alleges loss of consortium of his wife.